Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a blood back, balloon failure error and pneumatic test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check , the cardiosave intra-aortic balloon pump (iabp) unit had a blood back, balloon failure error and pneumatic test failed. There was no patient involvement.

Manufacturer narrative:
Additional information: contact person phone number: (B)(4). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found blood was sucked into the unit after several autofill alarms was logged. He replaced the pneumatic module assy to resolve the issue. He performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use.

Event description:
N/a